Event description:
It was reported that this pacemaker system had unsuccessful right ventricular auto-threshold (rvat) test, and rvat output was in suspension at 3.5v. Loss of capture (loc) was suspected. Review of remote monitoring data showed rvat tests had been stable for the past year until (B)(6) 2023 at 0.8-1v.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.